Event description:
The customer received questionable sodium, potassium and albumin results for one patient sample. Only the initial albumin result was reported outside the laboratory. The operator recognized the error and the sample was repeated on the same cobas c501 analyzer. An amended report was immediately initiated and the patient was not affected. The initial albumin result was 0.22 g/dl. The repeat result was 4.33 g/dl. The albumin reagent lot number was not provided. The sample was collected at another site where it had been centrifuged. The customer investigated the samples they were receiving and found some of the samples were not centrifuged properly and had a "biocoat" on top of the gel. She found platelets would float to the top of the samples when the samples were tipped. Maintenance and troubleshooting activities performed by the customer resolved the issue.